Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that error b30 and the image failure occurred because the connection between the connector part of the product and the endoscope was unstable. As for error b30, since the phenomenon had not been reproduced at the local service department, one of the possible causes was that water droplets and foreign substances (dust, drug residue, etc.) Were temporarily attached to the endoscope's connectors.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. But it was found that the image was flickering due to damage of the video scope socket unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the nurse found that b30 scope communication error occurred. The customer replaced another cv-170 system. There was no report of patient injury associated with the event.